Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the circumstances that led to the implant depleting faster and having to charge more was that a charging cord was sent. They said that their manufacturer representative (rep) at the clinic helped then find out what was causing the problem reported that the issue has been resolved so far. When they are hurting, they turn it up. The pt also reported that their weight was between 170-180 lbs.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that within about the past 3 weeks, the patient (pt) has noticed that their ins seems to be depleting at a faster rate and they are having to recharge more often. Caller stated that previously, pt was having to recharge about ever 2-3 days and now they are having to recharge about every 1-2 days. Caller was with pt at the time of call. Technical services (tss) instructed caller to access the recharge diary. Caller confirmed that all recharge sessions say that pt was "recharging excellent". Caller confirmed that pt was not always charging the ins to 100% each time, even though pt stated they were. Pt stated that their controller says "finished" while recharging but according to the recharge diary, it shows that pt is not truly charging to 100% every time. Caller also stated that pt noticed their controller just displays "recharging" when charging and does not say "good" or "excellent". Caller also noted that they ran an energy check with the clinician programer app and it gave an estimated recharge interval of 5.6 days. Pt stated they have never gone 5 days without having to charge. Caller confirmed that pt has not been reprogrammed, has not adjusted intensity, or increased usage of the ins. Caller also confirmed that they ran an impedance check and all impedances appear to be good within a range of 800-1000 ohms. The issue was not resolved through troubleshooting. Pt did not have their recharger with them at the time of call so tss called pt back at a later time for further troubleshooting. Pt stated that they noticed that the casing on the recharger paddle was cracked. Pt also stated that they noticed the recharger paddle started to become really warm. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found that the coating at the entrance of the donut was splitting open. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.